Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no light source. This occurred during inspection for use, before the patient was in the room. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: the scope socket was deformed, and dust was found inside the unit. A root cause could not be identified. The information obtained did not allow to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.